Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure; however, did confirm permanent loss of connection. The root cause of the permanent connection loss was determined to be caused by the smart device/operating system. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.